Event description:
It was reported that during a thermal ablation procedure the activation pressure would not stabilize. The procedure time was extended by one hour under general anesthesia. There were no adverse pt consequences.